Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) was confirmed; per the complaint information the cause of the se 2240 is due to air being sucked into the disposable because the patient line inadvertently separated from transfer set. Batch review results were acceptable for the lot number h11j05048. The label review found the patient at home guide to be adequate for the use error in this incident.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during use during initial drain. Hp stated that the patient line had become disconnected from the catheter. The hp stated she reconnected herself and recycled power. The baxter technical service representative (tsr) explained to the hp if the patient line disconnects that they should never reconnect. The tsr advised the hp that they would need to start over with new supplies and inform the peritoneal dialysis registered nurse (pdrn) of the alarm. The tsr had the hp recycle power again to press go to start. Per the troubleshooting performed by the tsr, the hp reported the patient was not connected at the time of the alarm, that all the bags were spiked and connected, that patient line extensions were not used, that there were no open clamps on unused supply lines, and that nothing unusual was noted with the supplies. The tsr reviewed proper procedures per the user manual with the patient. The patient stated they would complete therapy using new supplies. The hp would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Baxter product surveillance contacted the hp (B)(4) 2012 the regarding reported problem. The hp stated that they did start over with new supplies, and they were able to continue fine. The hp stated that when this alarm occurred, they did not know what caused the alarm until they looked down and saw that the line had disconnected. The hp stated they always make sure they are connected well, and they do not understand why it came apart. The hp stated they checked everything and did not notice anything unusual with the supplies that could have caused this problem. The hp stated they did talk to their nurse regarding this alarm, and the nurse put them on antibiotics as a precaution. The hp stated they have not had any negative affects do to the alarm and has been continuing okay. The hp stated they no longer have the samples available for evaluation. The hp stated that they can provide the lot number h11j05048.

Manufacturer narrative:
(B)(4). The sample is unavailable for evaluation. However, the lot number was provided, therefore, a batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. A follow-up MDR will be submitted if additional information is obtained.